Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h4, h6, and h11 were updated. The presence of the stain was unable to be confirmed. The definitive root cause of the stain could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had a stain observed inside the internal channel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.